Manufacturer narrative:
Communication/interviews: (4111/213) and device not accessible for testing: (4117/213). The getinge emergency support technician that received the call was able to trouble shoot and help the customer in finding out that the connection in the tubing was loose. The issue was resolved over the phone, and the customer did not feel the need for further information and no service was required. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display gas loss in iab circuit alarm. The customer called for assistance and after an instant troubleshooting help, the end user realized that the connection in the tubing was loose, at this point, customer did not feel the need to give further information. There was no report of harm or injury to the patient or adverse event.